Event description:
It was reported that the remaining estimated longevity for the battery of this pacemaker device decreased from 14 years to 12.5 years over the course of 5 months. A request was made to have data from this device analyzed. No data from this device was provided for analysis at this time. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.